Event description:
Complaint was originally assessed reportable for the q1 2015 asr, however this is now reportable based on investigation results approved on (B)(6) 2015. It was reported that balloon leak occurred. The target lesion was located in the iliac vein. A 22 x 70 mm wallstent was implanted in the lesion. After an 11 fr non-bsc sheath was introduced, an 18-4/5.8/75 18-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for post dilation and was started to inflate the balloon. Immediately, it was noted that the balloon was not inflated. The balloon was removed out of the sheath and from the patient's body. Upon inspection, about a 5mm long slice was noted on the distal end of the balloon near the ro marker. The procedure was completed with a different device. No patient complications were reported and the patients¿ status was fine. However, returned device analysis revealed longitudinal with small circumferential tear.

Manufacturer narrative:
Age at time of event: mid 50s. Device evaluated by MFR: the product was returned for analysis. A visual examination of the balloon found an l shape tear in the balloon. The tear was located in the proximal transition zone of the balloon. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the tear. An examination of the proximal markerband identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. The complaint states that the device was being used to treat the common iliac vein. The xxl balloon dilatation catheter dfu states: "it is intended for use in adult and adolescent populations to dilate strictures of the esophagus". (B)(4).